Event description:
Laser resonator of surgical laser was not working properly. Low power unaware of any adverse outcome for the pt.

Manufacturer narrative:
Damage of the optic component such as pumping chamber and lenses. Water leakage inside the resonator: replacement of the o-rings. The laser system was not able to perform optimally.